Event description:
The lay user / patient contacted lifescan (B)(6) on (B)(6) 2012 alleging that her new one touch easy meter does not power on. The patient is a new user. The patient mentioned the alleged issue began on (B)(6) 2012 at midnight. She was unable to test and claims that since the meter had stopped working, she has had frequent urination. Due to the symptoms the patient had increased her diabetes medication and now is taking an extra 500gr of metformin pill in the afternoon. She did not seek any further medical attention and was not tested on another device. The test strips were in good condition and not expired. The patient is using the correct test strips. This is not the first time the product is being used and there was no misuse of the product. Customer service had the patient insert a test strip into the meter and the meter did not power on. The meter also did not power on by pressing the power button. Customer service confirmed that the battery needed to be replaced on the subject meter. The patient did not have replacement batteries with them at the time of the call to see if the meter would power on after replacing the battery. The products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the meter not power on, the patient had developed symptoms suggestive of a serious injury and had to self-treat with an increase dosage of oral medication.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.